Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported experiencing a severe allergic reaction while wearing an adc freestyle libre sensor, with symptoms described as ¿red circular rash that looks very raw¿. There was no report of healthcare professional contact or a third-party intervention for the reported issues. Therefore, based on the information provided, there was no report of serious injury associated with this event.